Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms during the loading process. The alarm number that was displayed on the pump was not known, but may have been an alarm 19. The customer's blood glucose level was elevated. The customer was going to use lantus and humalog to manage diabetes.